Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access obtained via the radial artery. The 15x7mm, totally occluded, eccentic, de novo stenosed target lesion was located in a non calcified, non tortuous left subclavian artery. After insertion of a non-bsc guide catheter followed by a non-bsc guide wire and a 300cm v-18 guide wire, a non-bsc balloon catheter was used for pre-dilation. A 7.0x20x135 cm express ld iliac / biliary was selected to treat the lesion but it failed to cross the lesion. As the device was removed, the physician found that the device was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.